Event description:
A customer contacted beckman coulter inc., (bec) and reported a small fluid leak at the sample access module of the coulter lh 750 slide-maker instrument. There was no report of any patient results being affected by this event. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident. The material safety data sheet (msds) was not reviewed; however, it is readily available. The lab's exposure control or risk management plans are in place. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse found a leak at the sample access module (sam) of the lh750 slidemaker. The leak was due to wear on the tubing of the sam. The instrument was giving fluid detector errors. The fse replaced the tubing of the sam and replaced solenoid 118. The repairs were verified per established procedures. Root cause for the leak was that the tubing of the sam was worn. (B)(4).